Event description:
Atrial unipolar lead warning triggered repeat live call notification. This is recurring notification of which clinic is already aware. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).